Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.

Event description:
The territory mgr of a (B) (6) male pt contacted lifecor customer support to report that the pt's battery pack was flashing the "battery pack fault" led when on the battery charger. He stated that when it was placed into a monitor the "?" Displayed. Support sent a replacement battery pack to the tm.